Manufacturer narrative:
Results & conclusion summation - the pt's anatomical condition likely contributed to the failure to advance. Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and not an indication of a product deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel ... Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. A definitive cause for the dissection could not be determined. The difficulty to cross is related to the operational context of the product.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed prior to stenting. A lot of resistance was felt while negotiating the 3 x 15 mm xience v through a tortuous and calcified lesion. After trying for some time, there was a dissection. Thus, another xience v was used to cover both the lesion and the dissection. No additional event or pt info is available.